Event description:
On (B)(6) 2022: desara one sis implanted, cystoscopy confirmed no surgical injury. Subject discharged on same day without issue. Subject reported event of tailbone pain on (B)(6) 2022 (same day as procedure). Pain was treated with tylenol and aleve. Event is considered resolved without sequelae. Ae was determined by investigator to be: moderate, not related to desara one device, not to sling implant procedure, definitely related to concomitant procedure: pelvic organ prolapse repair.